Manufacturer narrative:
Recall numbers: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was inoperable as the ipg was unable to establish communication with external devices. As a result, surgical intervention was taken wherein the ipg was explanted and replaced with another model. Reportedly, effective therapy was restored postoperatively.